Event description:
It was reported that the devices 1 were used during a laparoscopic nissen fundoplication procedure. It was reported that the suture assistant did not tie the knot another device was used to complete the case. There was no consequence to pt.